Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient returned with a complaint about the wear of a hip prosthesis implanted on (B)(6) 2024, and on (B)(6) 2024, the implant was replaced with another johnson & johnson implant. The implant was replaced because the insert was worn out / frayed. There was no surgical delay and no patient consequences. (B)(6) 2024: patient underwent a successful left total hip arthroplasty secondary to pain from arthritis. Following surgery, there was hip pain in the anterior region experienced during standing. Iliopsoas impingement and possible insert wear was considered a possibility. Xray confirmed the proximal migration of the head. A grinding sound developed and range of motion was reduced. (B)(6) 2024: the patient undergoes a left hip revision. The marginal parts of the insert are broken off and in the back the insert is unstable in the acetabulum. The head is worn. The cup and stem are confirmed as stable and are not revised. There is a small osteophyte located at the anterior part of the acetabulum.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the patient returned with a complaint about the wear of a hip prosthesis implanted on (B)(6) 2024, and on (B)(6), the implant was replaced with another johnson & johnson implant. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found did not found signs of worn. Furthermore the delta cer head 12/14 32mm +5 has signs of material transfer, most likely caused by the head being in contact with the acetabular cup after the fracture event occurred, it is not unreasonable that noise would be present due to the ceramic head articulating against the metal cup. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. A manufacturing record evaluation was performed for the finished device product description: delta cer head 12/14 32mm +5 product code: 136532320 lot number: 4394269 and no non-conformances or manufacturing irregularities were identified. The overall complaint was confirmed as the observed condition of the delta cer head 12/14 32mm +5 would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: delta cer head 12/14 32mm +5 product code: 136532320 lot number: 4394269 and no non-conformances or manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device product description: delta cer head 12/14 32mm +5 product code: 136532320 lot number: 4394269 and no non-conformances or manufacturing irregularities were identified. H11 additional narrative: corrected: h3.